Event description:
Boston scientific crm received info that these dextrus and leads dislodged and pulled back post-implant. Both leads were repositioned in a revision procedure. Following this procedure, both leads again dislodged, and also perforated the heart wall and lung. In another revision procedure, the leads were explanted. During attempts to implant new leads on the pt's right side, the attempted device perforated the heart wall. The pt's chest was opened and two new epicardial leads were successfully implanted. There was no statement made in regards to the outcome for the pt. As of today, the product has not been returned. No additional info is available at this time. If additional info becomes available, this event will be updated. Implant, explant and event dates were not made available. The three dextrus leads involved.